Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter was reading inaccurately compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017, 5:00pm, when he obtained a blood glucose result of 16.2mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (no adjustments) including ¿hypurin r 10 units and hypurin n 18 units every morning at 7:30am. He detailed that on he went for a 1.5 kilometer walk in response to the alleged issue. He reported that around 1 hour fifteen minutes after the issue he developed the symptom of confused which he referred to as an ¿insulin reaction¿. On (B)(6) 2017, 6:15pm he stated that emergency medical services (ems) were called and he obtained a blood glucose result of 2.2mmol/l on their meter the patient detailed that he was treated by a hcp with IV fluids, however, he was unsure as to what the fluids were. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The patient was unable to confirm what the specific issue was with the results obtained. However, the test strips had been stored incorrectly as the patient stated that he had decanted test strips from one vial to another. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.